Event description:
Medtronic received information that 6 years and 5 months post implant of this 18mm contegra pulmonary valved conduit implanted in a then 8 year old pediatric patient, a transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve. The reason for replacement was reported as free pulmonary regurgitation, moderate pulmonary stenosis and a high gradient of 40mmhg. The patient underwent a stepwise conduit rehabilitation procedure. A baseline aortic and right ventricle angiography were performed, confirming free pulmonary regurgitation and the pressure gradient. Serial dilation was conducted with atlas gold balloons in 2mm increments from 12mm up to 20mm, with no conduit injury noted. A 4.5cm cp covered stent was preemptively placed, followed by further dilation up to22mm and placement of a palmaz xl 4010 stent. Post-dilation was performed with a 24mm balloon. The gradient was reduced to 8mmhg, and a melody transcatheter valve was placed without issue. Final imaging showed a gradient of 0mmhg with no pulmonary regurgitation or paravalvular leak. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the reason for replacement was due to outgrowth of the original conduit. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There was no evidence to suggest the device caused or contributed to a serious injury. B5 and h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.